Event description:
The customer reported intermittently the system failed to produce x-ray. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The x-ray tube arm sensor switch was adjusted during the service call. The system was tested and found to be working as intended and put back into service.